Manufacturer narrative:
A visual assessment of the returned sample found no obvious visual nonconformity. However, when assessing the sample under a microscope, multiple small nicks where observed inside the nosecone where the phaco tip is attached. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications per product specifications (ps). The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications per manufacturing test procedure (mtp). No nonconformities were observed during manufacturing of this handpiece. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that an ophthalmic handpiece was used during a cataract surgery after which the patient experienced toxic anterior segment syndrome (tass).